Event description:
It was reported the patient complained of severe leg/calf and ankle swelling. The patient believed it was pump related and/or from the infused medicine. The patient was receiving treatment from the hcp but apparently with little effect. It was also noted that the patient was having problems getting significant relief without drowsiness as well as alternatively being concerned over possible symptoms of withdrawal. The patient was reported to be following up with their hcp regarding these issues. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information was received and it was reported that the device system was delivering morphine. The patient had an allergic reaction to morphine. Withdrawal symptoms were a result of decreasing daily output. It was noted that ¿this had nothing to do with this intrathecal pump¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).